Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of questionable results for several patient samples tested for tp2 total protein gen.2, gluc2 glucose hk, tbil, and bun. The tbil and bun reagents were manufactured by a local company in (B)(6). It is unknown if any erroneous results were reported outside the laboratory. Please refer to the attachment to this MDR for the data. There were no allegations of any adverse events. The tp2 reagent lot number was 168814, with an expiration date of 10/31/2017. The gluc2 reagent lot number was 154071; the expiration date was requested but not provided. The investigation found the most likely cause of the event was improper preanalytical sample handling at the customer's site.

Manufacturer narrative:
The root cause of the event was improper handling of sample material in the preanalytical phase, which can lead to microclots and fibrin that can block the sample probe and disturb sample aspiration and dispensing.